Event description:
Elevated blood glucose levels. Pt who was introduced to novolog penfill (insulin aspart) in 2001 and an induo insulin doser in 2002 for type I diabetes mellitus, experienced elevated blood glucose levels and subsequent hospitalization in 2003. Pt reported that one day in 2003 blood glucose levels began to elevate (150 mg/dl - high). Thought blood glucose levels might have been elevated because they were sick with the flu; however, levels still remained elevated even after they administered extra sliding scale doses of novolog penfill insulin with induo doser. The next day repeatedly attempted to complete an air shot with doser without success, and also tried to dial dose on the dose selector but it remained at zero. Subsequently checked blood glucose level and glucometer read "high". Family member took pt to the local emergency room to find out exactly how high blood glucose levels were and to receive treatment for flu symptoms. Evaluated in the emergency room and put on an insulin drip for a blood glucose level of 733 mg/dl. Was also treated for influenza (not specified). Pt was admitted to the hosp for continued insulin therapy and for their influenza, and discharged to home three days later. Blood glucose levels have normalized since discharged from the hosp and started using a new induo insulin doser. Did not report any recent lifestyle changes during the event. The pt has recovered from the event.